Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: no defect was found. Testing was unable to duplicate the complaint. The last bolus delivery and the last basal delivery were on (B)(6) 2014. The black box shows on (B)(6) 2014 13:45 a replace cartridge alarm; deliveries resumed (B)(6) 2014 17:15. No alarms occurred during 24hr duration testing. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No damage observed to the cartridge compartment. No moisture observed in the cartridge compartment. Pump passes leak test. Removed pump cover; no moisture observed on the internal components. Returned cartridge cap/returned battery cap used to complete testing.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient has high blood glucose (bg) due to a leak in the cartridge area of pump. Bg rose to over 900 mg/dl. Patient was pale and looked unwell. Patient was treated in the emergency room with insulin via injection. During troubleshooting, customer support found that the history shows an empty cartridge, and it appears the patient did not fill until at least at least (B)(6) 2014. The reporter has lost confidence in the pump. The patient discontinued pump therapy. This complaint is being reported because the patient experienced hyperglycemia and the leak issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.